Event description:
Spontaneous: patient reported that 2 of the 4 pens in his shipment from (B)(6) 2021 did not work correctly. When he went to inject the dose, the needle went into skin, but no medication came out. The needle did not retract after removing from skin. Confirmed with patient that the white cap was removed before injecting. The patient missed two doses due to this failure. Referred patient to the manufacturer (B)(4). Reported to (B)(6) by pt/caregiver.